Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The device will be evaluated after the culturing is completed.

Event description:
The customer reported to olympus, the endoscope reprocessor tested positive for bacterial contamination. The issue was found during culture inspection of oer-5 rinse waters. Initial sampling occurred when water leakage was detected, and second time sampling was collected by attaching a washing tube directly to the rinse water. The result showed the device tested positive for methylobacterium fujisawaense. It was also reported, following the initial rinsing water collection, the water supply was disinfected, new chemical solution was replaced, filters were changed but the amount of bacteria did not change. A culture test will be performed. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the subject device could have been a contributory cause. This report is part one of two. Related report; patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility, and to provide additional information based on the legal manufacturer's final investigation. Further follow-up and investigation confirmed the water filter had been replaced within the specified period. The product that processed/treated the rinse water, including water filters, was normal. It was confirmed that the device had no other problems. Periodic maintenance of the device was performed in january 2022. Based on the results of the investigation, it is possible that the contamination came from the water utilized for the subject device, considering the bacterial species that was detected, or from the sampling environment. It is possible when the sampler touched the external environment (non-sterile table, wall, machine, etc.), bacteria was carried from the environment to the sample via the sampler's hands. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device. Date received by manufacturer: investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Additional information was received from the user facility regarding the reported event: the user facility provided additional information regarding their sampling process. It was confirmed the first culture test was not carried out as instructed, but the second and third culture tests were collected by the method according to the manufacturer's instructions. After the aceside effect measurement was performed, the sampling tube was connected to the oer-5, and cleaning and disinfection were performed. After that, they collected the rinse water. For the collection, two people from the facility infection control room and clinical engineering technicians wear sterile gloves, use sterile syringes and sterile cups, and another medical engineer from the two of them follows up in the "filthy" area such as opening and closing the top cover. After the first and second culture test results were positive, the user facility replaced all of the filters with new ones. The chemicals (acecide) were replaced, and the water supply piping was disinfected. On (B)(6) 2022, a third sampling of rinse water was then collected in accordance with the instruction manual. No bacterial contamination was detected in the third sampling. Going forward, the facility implemented periodic sampling and culture testing. This report is part two of two. Related report: 8010047-2022-10918, with patient identifier (B)(6).